Manufacturer narrative:
N/a as the lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
8it was initially reported that the injector did not capture the intraocular lens (iol), passing over the lens. This iol was replaced by another iol with the same diopter. There was no surgical or medical intervention. There was a delay in the procedure. In follow-up with the customer, it was found that the lens and injector contacted the patient¿s eye. There was no patient injury. The procedure was completed the same day. There was a delay in the procedure, since it was necessary to request a new iol to conclude the procedure. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/20/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed evidence of viscoelastic ovd (ophthalmic viscosurgical device) residues inside the cartridge. No defects in the plunger/push rod tip were identified that could impair functionality in the device. The intraocular lens (iol) was observed stuck at the cartridge tube section and overridden by the push rod. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.